Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15 dec 2025, arthrex was notified via email of a case study published by the american journal of sports medicine, for ¿glenoid rim fracture after anchor repair. " this case study is for patients who had previously undergone arthroscopic shoulder stabilization using suture anchors and who subsequently developed recurrent shoulder instability after a fracture of their anteroinferior glenoid. This assessment identified that the fracture occurred through the zone of previously placed anchors in all cases. A patient dislocated their nondominant arm, resulting in a detachment of the anteroinferior labrum. This was treated with an arthroscopic repair utilizing 4 bio-suturetak anchors. Recovery was uneventful. Fourteen (14) months later, the shoulder was re-dislocated. Plain radiographs and MRI demonstrated a fracture through the zone of the previously placed anchors with superior and inferior extension of the labral detachment. A revision surgery was required. During the revision surgery, the displaced glenoid fragment was apparent, still containing the sutures with obvious holes in the glenoid visible in the bed of the fracture. An open reconstruction was performed using 3 anchors to reduce and fix the glenoid fragment, and 1 further anchor was placed superior and inferior to the fracture fragment to anchor the limits of the labral detachment from the main glenoid.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on available information, including photographs, videos, event descriptions, and additional field data, arthrex determined that the most likely cause of the reported failure is related to the patient¿s lifestyle and/or physical activity, as well as prior fractures or surgical history. The complaint allegation was not confirmed because no evidence of the reported failure was provided.